Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was soaked, was wet, and was peeing on the morning of (B)(6) 2016 and they couldn't adjust their setting. This was the first time the patient was using the patient programmer. The patient still had bandages on the incision area and had the poor communication message. The patient was assisted with using the programmer and they continued to get the poor communication message. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they their friend was not there" at the time of change to the device." The patient was still sleepy and didn't understand. The patient met with the manufacturing representative (rep) at the healthcare providers office (hcp) and appreciated all they did for the patient. The patient stated that everything went very well when asked if their issues were resolved.

Event description:
Additional information received from the consumer reported that the circumstance that led to the loss of therapy and poor communication message was that the patient didn¿t understand how to change the activity level and it was their fault. The step taken to resolve the loss of therapy and poor communication message was that the patient was helped and now had no problem. The loss of therapy and poor communication message had been resolved. The surgery was wonderful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.